Event description:
The user received questionable tsh results from the cobas e411 rack analyzer serial number (B)(4). Of the data provided, the result for two patient samples were discrepant. All repeat testing was performed on (B)(6) 2011 on another cobas e411 analyzer. All results are in uiu/ml. Patient sample 1 initial result was 5.33 and the repeat result was 2.06. Patient sample 2 initial result was 1.68 and the repeat result was 1.10. The initial results were reported outside the laboratory. The test results were not corrected and the initial results reported still stand as they were not considered erroneous. The user stated she had not heard of any affect to any patients. Upon evaluation of the analyzer, the field service representative determined the sample syringe was leaking and he adjusted it. He replaced the measuring cell as a precautionary measure. To verify the analyzer operation, he ran performance testing, calibration and quality control with passing results.

Manufacturer narrative:
Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).